Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient discontinued use of the device due to unknown reasons. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014.